Event description:
Reporter indicated that vns patient underwent revision surgery due to protruding tie down. The lead was repositioned and resecured. It was reported that the tie down was found to be broken. However, the surgeon reportedly resecured the lead using the original tie down as opposed to a replacement tie down. It is possible that a suture was found to be broken and not a tie down, but investigation to date has been unable to confirm. Device diagnostic testing was within normal limits. Indicating proper device function.